Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician was attempting to treat a lesion in the superficial femoral artery popliteal artery using an inpact pacific device. During the procedure, it was reported that a balloon twist occurred during inflation. The device was prepped with no issues noted. The procedure was completed using another inpact pacific device. No patient injury reported please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. No further information available.

Manufacturer narrative:
Evaluation summary: the balloon was unfolded and showed slight signs of twist. After the decontamination, technical analysis was performed. The 0,018¿¿ guide wire was inserted from the tip to the hub without any issue. During the analysis, negative pressure was applied on the balloon: no bubbles emerged in the water column. The balloon was inflated and observed under microscope: -2 bar: it was showing signs of twist - 7 bar: it was still showing slight signs of twist - 14 bar: twist was no more detected on the balloon surface. After the balloon deflation, it was still possible to see slight wrinkles on the surface in correspondence of the twist. If information is provided in the future, a supplemental report will be issued.